Event description:
It was reported that a patient underwent an inguinal hernioplasty (B)(6) 2013 and mesh was suture was used for continuous suturing epidermis and under the skin. A month later, a flare reaction was found in the inguina area of the patient. A patch test was performed for several products and a positive reaction was detected only for the suture. Another month later, the flare reaction was still present, although it was slightly better. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.